Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿the associated device, used in treatment, was returned for evaluation. A visual inspection of the returned rdce frcps w/ pts brd confirmed it is bent at the tip of the device. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.¿

Event description:
It was reported that during trauma procedure, the reduction forceps w/ pts brd (case: (B)(4)) and the reduction forceps broad (case: (B)(4)) had the tips bent. There was a reported delay of fewer than 30 minutes. The procedure was finished using a smith and nephew back-up device. No patient injury or other complications were reported.